Manufacturer narrative:
(B)(4).

Event description:
It was reported during a pump implant, the healthcare professional (hcp) tried to aspirated the saline solution in the pump, but only aspirated 13 ml of fluid. During the refill, the hcp could only fill the pump with 16 ml of drug. When asked what led to the event, the response was "maybe the physician did not aspire the entire fluid in the pump or maybe the valve was blocked". Interventions performed were reported as "change pump position to allow aspiration", "fill off drug" and "refill in drug". The hcp thought that 4 ml of fluid remained in the pump, so when the hcp filled the pump with 16 ml of 2000 mcg/ml of drug, they programmed the baclofen concentration as 1600 mcg/ml. The issue was not resolved at the time of the event. The pump remained implanted. The pump was used to deliver baclofen.